Event description:
The customer reported an uncontained blue liquid leak of approximately less than five (5) ml from the coulter hmx hematology analyzer with autoloader. The customer reported that the instrument failed to startup when the leak was observed. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of goggles, gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a pin-size hole in tubing through pinch valve pv49. The fse replaced the tubing and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(4).